Manufacturer narrative:
If additional information becomes avaiable a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that , previous to the use, he noticed that the needle was not attached to suture thread.

Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding the same issue, both cases were closed as not confirmed after analysis. We manufactured 2,412 units of this code-batch. There are 180 units in stock in b.braun surgical's warehouse. We have received an open unused sample and 3 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have checked the open unused sample received and the thread seem that was escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. On the other hand, we have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.75 kgf in average and 0.60 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion although the results of the closed samples received fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, taking into account the observed in the open sample and that there are previous complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess.